Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no anatomical interference, an 9f delivery system was used, and there was no angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer talisman pfo occluder was chosen for implant with a 9f amplatzer talisman delivery sheath. During deployment, the right atrial disc deformed into a bulbous shape and did not flatten into the correct configuration. There were no interactions with cardiac structures and no angulation/kink observed with the delivery sheath. The operator retracted the device and attempted to redeploy but experienced the same malfunction. A decision was made to replace the device and a 25mm amplatzer talisman pfo occluder was implanted in the patient. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable.